Event description:
A customer reported a malfunction on their pump, specified as malfunction code 5, but there were no notable events preceding the issue. There was no adverse impact to the customer's blood glucose level. Initially unable to reset the pump, the customer followed up for further assistance. Technical support provided guidance on resetting the pump, after which the issue did not recur. The customer was able to resume using the pump with instructions to call back if any issues reoccur. No further action was needed.